Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no blood glucose (bg) impact due to this event; however, the customer reported experiencing an elevated bg level above 400 (mg/dl) prior to event. A correction bolus was delivered to address bg levels. Reportedly, the customer recently had surgery and is taking medication that they believe is contributing to their elevated bg levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Recommendation was made to consult with a health care provider to discuss diabetes management.